Event description:
The device was returned for routine service with no problems identified. There was no reported pt harm. During the run-in process after initial repair, it was discovered that the alarm component was not operating. The alarm component was replaced to correct the problem.